Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. During examination of lead, it was noted that there was no capture threshold on the left ventricular (lv) lead. After further assessment in clinic, fluoroscopy confirmed lv lead dislodgement. The lv lead was explanted and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported events were dislodgement and failure to capture. As received, a complete lead was returned in one piece for analysis. The reported even of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead found no anomalies to the lead body. The s-curve hump height was measured within specifications.